Event description:
It was reported, there was no stimulation sensation after a revision. Reference manufacturer # 3004209178-2012-10406 for file on revision and erosion event. Patient felt stimulation prior to surgery but had not felt stimulation since. All programs were tested and stimulation was increased to highest settings and the patient still could not feel any stimulation. It was reported the patient was not "feeling themselves and that the patient had slept the last two days." It was unknown when the last bowel movement occurred. It was reported there was "100% success" with trial and initially with permanent implant, patient was still trying to manage at the time of report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-33 lot# va00r0v, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer. (B)(4).